Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not release clips properly and sometimes would pull them along when removing the pliers. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.